Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation there was corrosion found all over the distribution node pca. The root cause for the corrosion was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There were no adverse events associated with the electrode belt malfunction.